Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the base of insulin pump circular rubber part had fallen off exposed piston and buttons were rubbed of worn. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had unexplained no delivery, bolus then no delivery alarm back to back no issues with site, threads worn not tightening in battery area to hold battery down and gear slower when priming making ticking noises. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected ticking noise anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The drive support disk was inspected and no anomaly noted.